Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject stent's ribboned around was bent as the middle section of the stent would not open at all. No patient clinical consequences were reported. No other information is available about this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction. F10 / h6 device code grid - corrected to "activation failure" and "deformation due to compressive stress". Section b5 executive summary: update- additional information received on 28-sept-2022 confirmed that the subject stent was not deployed as the subject stent was not implanted and it was replaced with another device. Additionally, the subject stent was deformed (evolve ribboned around bend). Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of 28-sept-2022. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject stent's ribboned around was bent as the middle section of the stent would not open at all. No patient clinical consequences were reported. No other information is available about this event. Update : additional information received on 28-sept-2022 confirmed that the subject stent was not deployed as the subject stent was not implanted and it was replaced with another device. Additionally, the subject stent was deformed (evolve ribboned around bend). Therefore, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with a new awareness date of (B)(6)2022.